Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the failure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We currently have a corrective and preventive action (CAPA) open to address similar issue and prevent them from reoccurring. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the cea procedure.

Event description:
During pre-use check, when the surgeon injected liquid into the t-port, he observed a leakage at the stopcock joint. The malfunction was detected during pre-use check. Surgeon used another f3 shunt for the procedure.